Event description:
It was reported that oversensing of myopotentials was observed on the right ventricular (rv) lead and device. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences. Related manufacturer reference number: 2017865-2022-03801.